Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely, that furing user handling, the bending section rubber, forceps channel leaked and flooded the interior of the instrument. As a result, an abnormality occurred, in the electronic component and the event occurred. The event can be detected/prevented, by following the instructions for use, which state: 1) "inspection of the endoscopic image". 2) "when inserting or withdrawing an endotherapy accessory. Confirm, that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged. And pieces of it could fall off. It may cause patient injury". 3) "if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section, as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories. And could cause some parts to fall off and/or cause patient injury". 4) "if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation and/or equipment damage". 5) "perform a leakage test on the endoscope, after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions. Use of a leaking endoscope may also pose an infection control risk". 6) do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope populated a b30 scope communication error code with a message on the screen reading, "scope malfunction/foreign body" when the clv-190 (evis exera iii xenon light source) was plugged-in. The customer wiped the light prong thinking the error was as a result of wetness from reprocessing measures, however, that did not resolve the issue. The bronchovideoscope was swapped out for another one, and the issue resolved with no further interruptions. After later examining the faulty unit, water was found leaking from the distal end tip, and that was reportedly manipulating the angulation leveler of the scope. After further looking at the scope, customer noticed air bubbles coming out of the insertion tube. This occurred during preparation for a bronchoscopy procedure. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. In addition, other evaluation findings are as follows: leaks in the bending section cover and instrument channel; a chipped distal end; a hole in the bending section cover; a crack in the bending section cover glue; an objective lens with a peeling cement; an electrical connector with no reading; a dent in the bending section; a wet adhesive; a charged coupled device shrink tube cut; dents, wrinkles, and a cut on the insertion tube; a wet control body; a cut on the light guide tube; a torn scope connector with fluid; and a clicking control knob. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no idea as to what could have been the foreign material. There was no time lag between the end of clinical usage and the start of precleaning, nor were there any abnormality in the accessories used for reprocessing. The endoscope was not presoaked in the detergent solution, however, the customer wiped/brushed the distal end, the insertion section (including the bending section) with clean lint-free cloths, brush, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.